Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: seven (7) events were reported for this quarter. Product return status: seven (7) devices were received for evaluation. Evaluation status: seven (7) device evaluations are in progress. Additional information there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device reportedly overheated. One event had no patient involvement; no patient impact. Two (2) events had no known patient involvement or patient impact. Three (3) events had patient involvement; no patient impact. One event had patient involvement; the patient received a first-degree burn.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 7 total events were initially reported. 7 previously reported events are included in this follow-up record.   Product return status 7 devices were received.   Evaluation status not confirmed 7 reported events were not confirmed during testing; however: - 4 devices were found to be affected by rotor damage. - 2 devices were found to be affected by rotor housing damage. - 1 device was found to be affected by worn rotor.   Additional information 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated. 1 event had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact. 3 events had patient involvement; no patient impact. 1 event had patient involvement; the patient received a first-degree burn.